Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the device found a split in the shaft 51.5cm from the tip. The split extended about half way around the circumference of the shaft. Magnified inspection revealed no evidence of material or manufacturing deficiencies contributing to the damage. There was no braid protruding from the outer surface of the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a diagnostic angiography procedure, catheter shaft damage was noted. The physician was using this 6f expo diagnostic catheter in moderately tortuous anatomy. The catheter was used to diagnose both the left and right system using hand injection. When the catheter was removed from the patient, a linear split was noted mid-shaft. It is not thought that any fragments detached. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a diagnostic angiography procedure, catheter shaft damage was noted. The physician was using this 6f expo diagnostic catheter in moderately tortuous anatomy. The catheter was used to diagnose both the left and right system using hand injection. When the catheter was removed from the patient, a linear split was noted mid-shaft. It is not thought that any fragments detached. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.